Event description:
Duragen 3x3 was implanted into a patient for the purpose of treating epilepsy on (B)(6) 2013. On (B)(6) 2013, he developed a temperature of around 37-38.9 c: which lasted for 3 days (until (B)(6) 2013). The patient did not have any complicating factors before the duragen was implanted. The fever was treated, however, the reporter was unable to provide what was used to treat the fever. The following information was requested however, the reporter was unable to answer the questions; the patient's hospital stay was not prolonged as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.